Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer arrived at the station and found that it was not connecting in the application, logged into the carefusion admin profile and updated the network speed and duplex settings to 100 mbps full duplex as required for the site, monitored the system until the disconnect symbol cleared, then verified in remote support service (rss) that the device was successfully connected and communicating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was on disconnected mode and had been rebooted multiple times; however, the issue persists. An unplugged symbol was displayed on the station, and although the customer had verified the power connection, the problem continued. Additionally, the customer confirmed that the station appeared offline when checked from the computer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.